Manufacturer narrative:
B5-updated info: the lens was exchanged for a same size and model, different sphere/axis lens. The problem was resolved. H3-device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. H6-patient code 3191 (secondary surgery, lens exchange). Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -10.0/+1.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.